Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the site's complaint history shows additional complaints related to this product. According to the initial report, similar issues have occurred during previous procedures using the instrument. Patient identifier (B)(6) documents the issue experienced during the (B)(6) 2021 procedure, patient identifier (B)(6) references the (B)(6) 2021 procedure, patient identifier (B)(6) for the (B)(6) 2021 procedure (this report) and patient identifier (B)(6) for the (B)(6) 2021 procedure. No image or procedure video was provided for review. A review of the instrument log for the medium-large clip applier instrument lot# n10210412 / sequence (B)(4) associated with this event has been performed. Per logs, the instrument was used for procedures on (B)(6) 2021 and was last used on the reported event date of (B)(6) 2021 on system sl0836. The instrument has 85 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable malfunction due to the following conclusion: the report alleges that the instrument moved with unintuitive motion (e.g. The instrument moved in an unexpected/unintended/unknown way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the medium large clip applier instrument moved unintuitively during the surgical task. The user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Failure analysis information can be found in h6 and h10. The referenced medium large clip applier instrument was returned to intuitive surgical, inc. (Isi) for failure analysis and evaluation was completed on (B)(6) 2022 under the complaint and report for patient identifier (B)(6). No issue was found during failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument moving intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. As part of investigation, the instrument was functionality tested and passed the grip clip test without issue.